Event description:
It was reported that the menu display of the external pulse generator was missing segments. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the display was missing segments and therefore the display was replaced. Analysis also found that both bail covers were broken and they were also replaced. (B)(4).